Event description:
It was reported that the 8110 failed plunger test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the 8110 failed plunger test was not identified during the customer call. Technician recommended to send it in for factory warranty repair after tech explains the possible cause on plunger force failure issue for 8110 syringe module. Replace force sensor board. Replace housing assembly. Replace logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.